Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/20/2024, it was reported by an arthrex employee via sems-(B)(4) that (2) ar-9625 3.0 mm hex drivers tips broke off. This occurred during a case.

Event description:
On 08/26/2024 additional information was provided by the arthrex employee via email who stated that the event happened on 08/20/2024. The procedure performed was an rtsa. Both devices broke while inserting peripheral screws by technique guide. An arthrex rep was present. The patient's bone quality was normal. A standard 3.0 drill was used to prepare the bone socket for insertion per technique guide. Not all fragments were removed as the tip was stuck in the head of the driver. A third driver was used to complete the procedure. There was a 45-minute delay in the procedure and it was uncertain if additional anesthesia was needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.